Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pieces of the impactor have broken off and the impactors are cracked.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the device confirmed it had broken. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.